Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc, jds. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it is reported a patient who, according to medical history, had left hip fracture, which reported muscle tears as well as bascicervical fracture. Patient in post-rafi op of the left hip, consults for pain and functional limitation, a hip x-ray was reviewed with evidence of material failure, and a periprosthetic fracture of the distal plate. Patient operated for biopsy. According to conversation with the treating specialist, he reports that in the biopsy it was observed that the patient has a bone fragility tumor and the osteosynthesis material placed on the patient has no failure. This is why the patient will not have the osteosynthesis material implanted removed at this time. This complaint involves one (1) device lcp paed-hippl5 130° w/23 l111. This is report 1 of 1 for complaint (B)(4).